Event description:
The light bulb on the pentero microscope light source failed during use. When the bulb failed glass material left the confine of the microscope, material was found in the or and in the sterile drape area.

Manufacturer narrative:
The system and microscope were inspected by a service technician in 2008. The service technician discovered that glass was on the ground and the light bulb was broken. The hospital used another microscope to complete the surgery.